Manufacturer narrative:
Sample has not been received by manufacturer in time for this report.

Event description:
The complaint was received via medwatch: during a vcug procedure, when nurse attempted to withdraw the guide wire, the wire caused the catheter to pucker, and she could not withdraw the guide wire. Then noted a hole in catheter near the top where the catheter line meets the adapter area. The guide wire was easily seen through the hole in the catheter. No hole was noted before placing. Tested the guide wire; ease of withdraw about 1 cm before placing catheter. No sticking noted before placing. It appears the guide wire caught on something at the very end of the catheter just in the place where the guide wire exits the catheter. Upon further inspection by clinical engineering of the catheter, a hole could not be found as reported. No injury reported. The puncture occurred when the guide wire was being removed on the part of the catheter that was outside of the patient.